Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to noise and unstable impedance. The physician thought that the rv lead was not properly connected to the device. During the revision procedure, the physician reconnected the rv lead and the impedances were all stable, therefore, the physician felt that the problem was with the device. The physician elected to explant and replaced the device. The rv lead remains in use. No patient complications have been reported as a result of this event.